Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device shut down unexpectedly during care and monitoring of a pt who was alert and oriented and being treated for weakness. There was no impact to the involved pt.